Event description:
Customer called to report that he was hospitalized in (B)(6) 2013 due to low blood glucose. The blood glucose reading was 40 mg/dl at the time of admission. Customer stated that he was in vacations and the paramedics were called twice in (B)(6) 2014 due to low blood glucose. Customer stated that he refused to go to the hospital and he was treated at scene. Customer stated that he did not eat and it may be the caused of the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.